Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information was requested and no response received.

Manufacturer narrative:
No part was returned for investigation and patient information was not provided.